Manufacturer narrative:
The reported event of a torn leaflet was confirmed. The results of the investigation are inconclusive since the device was not returned for analysis; however, one photo was received from the field. Based solely on this photo, one leaflet appeared to be nearly completely torn away from the valve stent. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the patient had a medical history that included pulmonary hypertension, atrial fibrillation and congestive heart failure.

Event description:
On (B)(6) 2015, a 27mm trifecta valve was implanted. At the end of 2018, dyspnea with exertion was observed. On (B)(6) 2019, the patient was observed with a dilated left ventricle, severe aortic regurgitation and left and right heart failure. The 27mm trifecta valve was explanted and a 25mm magna ease valve was implanted. Upon explant, tearing of the sewing cuff and leaflet base were observed. Per physician, the valve was explanted by pulling on the sutures and sewing ring, and the leaflet tear was present prior to explant. The right leaflet of the explanted valve was observed to be completed detached from the base of the rim. The patient is reported to be stable. The patient's past medical history include pulmonary hypertension, afib, and chf.

Event description:
On (B)(6) 2015, a 27mm trifecta gt was implanted. At the end of 2018, dyspnea with exertion was observed. On (B)(6) 2019, the patient was observed with a dilated left ventricle, severe aortic regurgitation and left and right heart failure. The 27mm trifecta gt was explanted and a 25mm magna ease valve was implanted. Upon explant, tearing of the sewing cuff and leaflet base were observed. Per physician, the valve was explanted by pulling on the sutures and sewing ring, and the leaflet tear was present prior to explant. The right leaflet of the explanted valve was observed to be completed detached from the base of the rim. The patient is reported to be stable. The patient's past medical history include pulmonary hypertension, afib, and chf.